Event description:
The customer's doctor called to report that the customer was in the hospital with high blood glucose levels. The customer was diagnosed with diabetic ketoacidosis (dka) and was give IV fluids for treatment. Multiple attempts have been made to contact the customer; however, none have been successful. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.